Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, after inserting the faradrive steerable sheath into the left atrium, the farawave catheter was inserted into the sheath. When air was aspirated using a syringe, air continued to be drawn from the flush luer, indicating a possible valve anomaly. Subsequently, the sheath was replaced and the treatment proceeded without further issues. The procedure was completed and there were no patient complications. The sheath is not expected to return for analysis as the sheath is contaminated.